Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by a damaged latch and parts were missing. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer hardware failure. A customer reported able to get medication from another station and there was also a delay in patient care workflow. There were no adverse events or injuries reported based on this incident.